Event description:
Per the clinic, the patient experienced recurrent right ear discharge for approximately seven years accompanied by poor hearing performance. The patient also experienced chronic suppurative inflammation for approximately one year, following a tympanic membrane perforation that occurred after exposure to sea waves. Subsequently, the patient developed cholesteatoma involving the middle ear and mastoid region. The patient was hospitalized for treatment with antibiotics (specific type, date and duration not reported); however, the issue did not resolve. The device was subsequently explanted on (B)(6) 2026, to completely remove the cholesteatoma and the area was cleaned during the same procedure. Reimplantation is planned following complete healing; however, reimplantation had not occurred at the time of this report.